Event description:
The customer alleged that the infusion device was displaying multiple e-4 occlusion errors. The patient experienced elevated blood glucose symptoms of dehydration, weakness, and confusion. At an unknown time the patient's mother transported her to the hospital. Upon arrival at the hospital the patients blood glucose level was in the "500 mg/dl range". The patient was diagnosed with diabetic ketoacidosis and was treated with an insulin drip, fluids, and an iron IV. The patient was hospitalized (B)(6) 2017. The infusion device was not requested to be returned for product evaluation.